Event description:
While at the customer site for a service visit, the field service engineer (fse) observed that thetarpon amp boards at the side scatter (ss) and fl1 locations were malfunctioning on the customer's fc 500 flow cytometer. The malfunctioning boards were identified during fse troubleshooting, patient samples were not being run. There was no report of death, injury, or change to patient treatment as a result of this event.